Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure in-stent restenosis occurred. During the index procedure an unspecified taxus express2 stent was implanted in the saphenous vein graft (svg) to the circumflex (cx). At an unspecified timeframe post-procedure in-stent restenosis was identified. The proximal portion of the cx was very tortuous. The physician was unable to track a filterwire ez 190cm to the lesion site. Ballooning of the vessel was completed with an unspecified balloon and without distal protection from filterwire. The procedure was completed. No further patient complications were reported and the patient status is reported as "fine".